Event description:
During a routine shift check by a clinician, the device displayed a "pacer fault 117" and "bridge test fail" message. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty insulated gate bi-polar transistor on the bridge board and a faulty mode relay on the hv module.